Event description:
(E1) reported that while delivering inhaled nitric oxide (ino) therapy to a pediatric patient using the (d4) device, repeated "no supply critical" alarms occurred during an attempted cylinder change. According to the hospital's report, when a near-depleted cylinder was closed, the device did not switch as expected and instead generated a "no supply critical" alarm. During the event, the monitored nitric oxide concentration remained stable at approximately 20 ppm. The device was subsequently removed from the patient and exchanged for another unit, after which therapy continued. No harm to the patient or or lasting adverse effects were reported. Ventilator mode and settings: servo-u; simv pc ps: r 20, pc 14, peep 10, ps 12.

Manufacturer narrative:
The device was returned to the u.s. Service center for evaluation and underwent a comprehensive functional inspection and performance verification. All testing was performed in accordance with approved service and test procedures. During the evaluation, a leak was identified during an attempted cylinder changeover test. This condition impaired the device's ability to properly transition between cylinders and resulted in the reported "no supply critical" alarms. The manifold was replaced, and the device subsequently underwent full functional and performance testing. Following repair, the device was confirmed to meet all manufacturer specifications for nitric oxide delivery, monitoring performance, and cylinder changeover functionality. Based on the results of the device evaluation, the investigation concluded that the root cause of the reported event was a leak on the port 2 side of the internal manifold. A review of complaint history for this failure mode indicated that the occurrence rate remains within established control limits.